Event description:
An 24 mm x 14 mm x 16.5 cm diameter aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. It was reported that the patient had slightly calcified arteries I and moderately tortuous arteries. The aortic neck was angulated 45 degrees, which caused the stent graft to be placed low during initial deployment. An aortic cuff was implanted proximally. It was reported that during deployment of the cuff, the lower left renal artery was partially covered. The physician placed a renal stent with modest difficulty from the brachial approach successfully. No clinical sequelae were reported, and the patient is reported to be fine.